Event description:
The user facility reported that the patient was on dialysis. After a procedure, hemostasis was achieved using the angio-seal device at a different hospital. On the following day, however, the superficial femoral artery (sfa) was occluded due to thrombus formation. The thrombus was removed at the different hospital. The details are unknown as the procedure was performed at the different hospital. The patient was then transferred to the moriya keiyu hospital for the purpose of debridement of the inguinal wound and rehabilitation. Popliteal-anterior tibial bypass was performed. Although the necrosis once improved, bleeding from the bypass due to wound infection eventually led to amputation of the lower leg. The patient's condition is unknown. Blood loss is unknown. The physician assumed that the thrombus formation in the superficial femoral artery (sfa) was due to the collagen of the angio-seal entered into the artery. The procedure before deploying the device is unknown. It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel diameter are unknown.there were no other devices or equipment used with the reported product.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date - unknown due to unknown date of event. Explanted date - unknown due to uknown date of event. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. Based on the available information, the likely cause was determined to have been improper device use contributing to the reported adverse event. The device history record was unable to be reviewed as a valid lot number was not identified. However, there is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).